Event description:
According to the report, bioglue was used for a trigeminal neuralgia case. In addition to bioglue, fascia was used to cover the dura during the repair. The pt experienced a csf leak 24 hrs post-operation. Upon re-operation, the surgeon noted that the leak occurred from a small gap in the covering adjacent to a small area of bioglue that appeared slightly more pale than the other areas of application. The report indicated that the syringe was not primed prior to use, which resulted in improper polymerization and the subsequent leak. The surgeon than applied add'l bioglue to the area, which resolved the leak. The surgeon is aware that priming the syringe is required prior to application. This is not an indicated use in the united states.

Manufacturer narrative:
This report is currently ongoing. Add'l info will be provided in a follow up report.